Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-03270. It was reported after a sjm representative met with the for programming of the patient's scs system, the patient stated he has not been using the system because it gives him a "shocking feeling in my right chest and stomach". A full diagnostic revealed normal impedance readings. Reprogramming was attempted but the patient reported he experienced a "stabbing and shocking in the right upper back and grabbing in the right side abdominal area" when certain lead contacts were used. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-03270. Additional information received identified the patient had his scs system leads removed and replaced with a different model lead. The patient's scs system was programmed postoperative and the patient reported receiving effective stimulation therapy.